Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation record received. Litigation alleges friction and wear caused large amounts of toxic metal ions to be released into the patient¿s blood, tissue and bone surrounding the implant resulting to pain, discomfort, weakness, decreased range of motion, emotional distress and difficulty with activities of daily living. The increased presence of the metal ions in the patient¿s bloodstream caused the exacerbation of pre-existing health conditions. Doi: (B)(6) 2007; dor: (B)(6) 2017; left hip.

Manufacturer narrative:
Additional narrative:  (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Updated: march 26, 2019. Product/lot information has been provided. No device associated with this report was received for examination. A review of the device manufacturing records found no deviation or non-conformance. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : 2348310. Device history batch : null. Device history review : the DHR analysis of the batch returned shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or non-conformance if information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.